Event description:
The customer reported that they have received false positive results for two samples from the same patient tested for benzodiazepines plus (benz) on a p module analyzer. For the benz test, the customer uses a semi-quantitative application with a 200 ng/ml cutoff. The first sample initially resulted as 559 ng/ml and this value was reported outside of the laboratory as positive. The sample was sent to a confirmatory laboratory and repeated for confirmation using lc-ms/ms methodology. The lc-ms/ms confirmation results were negative for nordiazepam, oxazepam, temazepam, lorazepam, flurazepam metabolite, and alprazolam. The confirmation results were believed to be correct. The second sample was initially tested on (B)(6) 2014 and resulted as 485 ng/ml which was reported outside of the laboratory as positive. The confirmation results were believed to be correct. The sample was repeated by itself to verify if it still recovered positive and to rule out carry over from another sample or reagent. The repeat benz result was 351 ng/ml, which is considered positive. The sample was also retested at the confirmatory laboratory with an extended metabolite panel, resulting as negative for clonazepam. The patient was not adversely affected. The p module analyzer serial number was (B)(4). The customer declined a service visit. The patient is taking naltrexone medication and it was determined that naltrexone does not cross-react with the benz test. The customer has stated that they have multiple drugs of abuse test open channels on the analyzer in question. It was determined that there were no special washes in place for several of these tests, including: "etg", "xtc", "tca", "bups", "amp-c", "barbc", and "k2".

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As part of investigations, it was noted that the expected maximum concentrations of naltrexone main metabolite and sitagliptine are both slightly below a level that can render them candidates for an interference. But both in sum and taken together could exceed the critical threshold under certain circumstances, though this does not seem likely.

Manufacturer narrative:
For investigations, the combination naltrexone and sitagliptine was tested and a possible interference with the combination can be ruled out. The patient sample is not available for further investigation. It has been concluded that an unknown substance in the sample is interfering with the assay.